Event description:
Surgical intervention took place on (B)(6) 2026, wherein the physician removed the extension from the header, wiped it, suctioned the port and reinserted the extension in to the header to address the issue. Patient was programmed post-op and receiving effective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.